Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: a gel mentor memorygel breast implant 400cc, catalog 3504001bc, sn (B)(4), lot 7563169. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 400cc and experienced capsular contracture baker grade unknown on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, the device was visually inspected and it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/15/2019, it was reported to mentor that the patient experienced left sided breast pain. Left breast capsular contracture baker grade IV with distortion. The patient experienced pain in right breast 5 years ago and then had revision implant exchange march 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation will be (B)(6) 2019. Facility name: (B)(6). Address : (B)(6). Contact : (B)(6). Phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/14/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/6/19, it was reported to mentor that the patient experienced dissatisfaction with implant size. The replacement implant was mentor memorygel breast implant 400cc, catalog number 3504001bc, serial number (B)(4), lot number 7748852. Manufacturer reference number: (B)(4).